Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The generator interface board was replaced. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that a hot anode message appeared without having used the system; this prevented the customer from using the system. This resulted in a loss of imaging functionality. There is no report of injury or death.